Event description:
Per the info provided to co by the physician's office, eight weeks post-operatively, the pt is experiencing "tubings that are palpable in the scrotum". Additionally, "the penis has a notable curve to the right".